Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The device was received for investigation. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted due to an elevated lactate dehydrogenase (ldh) level of 889 u/l. The patient was started on heparin. It was also reported that low pulsatility indexes were noted with no speed, flow or power changes. The patient received a fluid bolus. The patient received a heart transplant on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported hemolysis and thrombus symptoms could not be conclusively determined. (B)(4) had been exposed to fixative prior to being returned. The inflow graft beneath the silicone sleeve had minor distortion. However, there were no signs that flow was impeded or disturbed. Distortion to the outflow graft was also identified, but the distortion may have been caused after explant due to the bend relief being disengaged the evaluation revealed a loose, pink, soft deposition in the distal outlet stator. However, there was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. Furthermore, the proximal outlet stator did not reveal any adhered deposition. The evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. No depositions were found on the rotor or inlet stator. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.